Event description:
It was reported that this device had a battery depletion error. The device has been implanted more than six years. The local representative stated the device will be scheduled for replacement. It currently remains implanted. There were no additional adverse patient effects.